Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured stroke with a "possible" relationship to the impella cp device used: ¿patient had impella placement on (B)(6)2024 and discharged home on (B)(6)2024. She had a sudden onset of confusion the same evening, ems was called and she was taken to ed. Code stroke was called. MRI brain showed acute left frontoparietal mca territory infarct measuring 4.1 cm. She experienced worsening aphasia, difficulty speaking and right sided weakness. She continued to decline during her hospitalization with decreased responsiveness. Was discharged home with hospice on (B)(6)2024 and expired on (B)(6)2024.¿

Manufacturer narrative:
The investigation for the reported stroke has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the stroke could not be determined.